Manufacturer narrative:
The field service engineer (fse) observed the wash wheel sensor appeared to be causing the wheel to have a minor erratic mixing. The fse replaced the wash wheel sensor and completed a successful unwashed portion of system check. Results met published performance specifications, and the instrument was returned to normal operation. In conclusion, the likely cause of the event is attributed to the wash wheel sensor. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported the unwashed portion of system check failed for imprecision involving the unicel® dxi 600 access® immunoassay system. The customer stated quality control (qc) was within range and continued to analyze patient samples. The customer was not aware any questionable results. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.